Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous right coronary artery. The 3.0x33mm xience sierra stent delivery catheter failed to cross the lesion due to the anatomy. During removal of the device, the edge became flared due to interaction with the guiding catheter. A new same size unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported difficult to remove and material deformation were not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A definitive cause for the reported difficult to remove and material deformation cannot be determined, as the reported difficulties could not be confirmed during return analysis testing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.